Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 6 weeks ago the patient's implant had turned itself off. The patient was able to turn implant back on that time.  The patient had an appointment that day with their managing provider. For the last couple days the patient said they felt like the therapy was off, however, this couldn't be confirmed because the patient had lost their communicator so they weren't able to check the implant therapy status.